Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display went red and very dim all at once. Battery was changed, but it did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/25/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/04/2013 with the following findings:the complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was blank. Evaluation revealed cracks on the display screen and a mark on the display screen lens. The display was replaced with a test display, and the contrast returned to normal.